Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The posterior spine fusion surgery was performed on (B)(6) 2019 to fix th4-sai by implanting expedium system due to adult spinal deformity. After the surgery on (B)(6) 2019, the patient complained the pain. Thus, the surgeon examined the condition of the fixation under x-ray, and found that th4 left screw was back out, and 6 of set screws implanted at th5 left-th11 left excluding th6 were also back out. Then, the revision surgery was performed on (B)(6) 2019 to replace the rod from cocr (p/n and lot number were unknown) to ti (p/n and lot number were unknown), newly implanted the hook (p/n and lot number were unknown) at th4, and not revised the screw. After the revision surgery, the surgeon checked the x-ray image taken on (B)(6) 2019, and the surgeon found that the set screws have already started loosening (no x-ray photo is available). No further information was provided by the hospital.